Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had reverted to storage mode. The local area sales representative indicated rapid depletion between device follow ups, from 2.9 volts to 2.17 volts within three months span. Elective replacement indicator (eri) was reached and end of life (eol) was reached the very next day. This device is not associated with any device advisory population. The patient had an underlying rhythm and there were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was interrogated and confirmed to be in storage mode due to the depleted battery level. Device memory was reviewed and it was noted a "battery expired" timestamp was recorded on (B)(6) 2010. A longevity calculation verified device longevity was not as expected. The device was taken out of storage mode and was exposed to simulated heart load conditions which tested the defibrillation, pacing and sensing functions. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Next, an external power source was connected to the device and current levels were measured. The current levels were normal throughout testing. Analysis confirmed the clinical observation of premature battery depletion but testing was unable to determine the root cause. Analysis results for devices in this trend vary significantly. The one consistency is that the cause of the premature battery depletion is unknown. This is under investigation and is discussed in the q1 2010 product performance report.